Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. UDI information is unknown. Premarket (510k) number is unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. There was damage to the connector "ribs" and the rigid plastic part was separating from the flexible silicone portion. The root cause of the reported issue was unable to be determined.

Event description:
It was reported that the devices were found with the cracks. No patient injury was reported.